Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope object lens adhesive was peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; due to stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. Olympus will continue to monitor field performance for this device.